Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:3006705815-2019-03172. It was reported the leads became twisted and tangled around the ipg after patient lost 20 lbs. As a result, surgical intervention was undertaken on (B)(6) 2019 where the leads were untangled and the ipg was sutured back down. Issue resolved.